Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. At around 9:00 pm to 11:00 pm, the patient was alerted by the cgm that the patient¿s glucose was low at 60 mg/dl. The patient¿s parent immediately gave the patient fast acting carbs but after a minute or so, they were still being alerted that the cgm was low at 60mg/dl. It was reported that they gave the patient ¿150 carbs¿ three times, 20 minutes apart, to try to treat the blood sugar. The patient felt sick and tired, so they checked the bg which was 485 mg/dl. At around 3:30 ¿ 4:00 am, they called the doctor who advised them to give the patient humalog insulin to reduce the bg. The patient was doing okay at the time of the report the following day. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.